Event description:
Post sternotomy, two catheters were attempted to be removed - one catheter came out without incident, while the second catheter appeared to the nurse and doctor as being noticeably different in length once it was removed; the catheter was then identified as being broken. The patient was immediately notified of the broken catheter; however to date, the patient is doing fine and indicated that he did not want the segment removed.